Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the insulin was squirting during priming and received unexplained no delivery alerts not due to site issues. The customer's blood glucose level was unknown. The customer reported that they were having trouble opening battery compartment due to the cap. The device will not be returned for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Pump primed properly. No excessive no delivery/occlusion alarm noted. Pump received with stripped battery cap coin slot.